Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 212.104, lot: h807970. Manufacturing location: monument, manufacturing date: jan 04, 2019. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: package was returned for evaluation and examined. The package returned, in fact, does not contain a product. Package was sealed and no holes were visible in package. Package has correct lot and part number. Received empty bag was measured against the drawing and it meets specification. The product review supports the complainant¿s description of the complaint condition therefore this is a confirmed compliant. A review of the manufacturing history for this part does not show any indication that an empty package existed in the lot, however the cause of the complaint condition would be determined as operator error in which the operator did not place a product in the package during the processing of this lot. This lot has been sold in its entirety therefore no inventory exists in monument to review for additional empty packages. This is a confirmed complaint. Relevant actions have been initiated to address the identified issue. The need for further corrective/preventive action will be assessed within the device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a plastic envelope/sleeve with a locking screw was empty. It was discovered that envelope was empty when packaging was opened for set restocking. There was no patient involvement. This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive(tm) recess 16mm. This is report 1 of 1 for (B)(4).